Manufacturer narrative:
(B)(4).

Event description:
The patient reported a power on reset condition with their device, no associated symptoms indicated. Additional information has been requested, a follow-up will be sent when additional information is received.